Manufacturer narrative:
(B)(4). Field service technician on site found a burnt out light bulb. The bulb was replaced and no further issues were reported.

Event description:
Customer reports visible smoke from the light bulb in the work lamp of the anesthesia device. No harm was caused to the patient or user.